Event description:
Dealer is stating the left side if sitting in the chair frame from the front caster to rear is bent and kinked.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.